Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges a history of copd asthma or other chronic lung disease. Pulmonary hypertension, mental disorders like post-traumatic stress there is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges a history of copd asthma or other chronic lung disease. Pulmonary hypertension, mental disorders like post-traumatic stress there is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Attempts to have the device returned for evaluation and investigation were unsuccessful. A final report is being submitted to communicate this information. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.